Event description:
It was reported that a patient could not adjust stimulation. It was stated that a ¿call your doctor¿ icon was seen with the letter b starting last friday. It was stated that the patient was supposed to be on group a and was unable to change back to a. It was reported that the patient replaced the batteries in the patient programmer and after that it was back on program a. It was also reported that the patient felt ¿sparks/shocking in her face where the leads were¿. It was reported that when the patient was able to clear the patient programmer screen and return to the correct program the shocking in her faced stopped. It was noted that the patient requested physician listings because her healthcare provider (hcp) had retired and had not left references.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3888-33, lot# v498130, implanted: (B)(6) 2010, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010 product type: extension; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 3888-33, lot# v488641, implanted: (B)(6) 2010, product type: lead. (B)(4).